Event description:
Hill-rom received a report from a hill-rom technician stating the bed exit alarm was inaudible. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the head right side rail detection switch cable frayed. . A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the head right side rail detection switch to resolve the issue. Based on this information, no further action is required.